Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2005 and a total left hip arthroplasty on (B)(6) 2005. Legal counsel reports patient allegations of pain, dysfunction, loss of mobility, and loss of range of motion. Subsequently, patient's right hip was revised on (B)(6) 2013. Legal document further alleges the presence of metallosis, tissue necrosis and hypertrophic synovial tissue during the revision surgery. Review of invoice history indicates that there was a second revision for the right hip performed on (B)(6) 2013 for unknown reasons. No revision for the left hip has been reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2014-01035/-01036/-01037/-01038/-01039).